Event description:
On 19-mar-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 33 mg/dl, resulting in hospitalization. The user was transported by emergency medical services to the hospital, admitted on (B)(6) 2026, treated with oral glucose, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in hospitalization while on ilet therapy. Severe hypoglycemia represents acute neurologic impairment requiring emergency medical intervention and is consistent with the reported ems treatment with glucose and hospital evaluation. Engineering log review confirmed that device data corresponding to the reported event date were not available for evaluation, as the device had not been synced since on (B)(6) 2025. No malfunction alerts or factory reset events were identified in the available logs; however, due to the absence of relevant device data and incomplete information regarding the events leading to hypoglycemia, a full clinical and technical assessment could not be performed. Based on available information, the cause of the event could not be established, and no device malfunction associated with the ilet pump was identified. If additional information becomes available, a supplemental MDR will be submitted.